Event description:
Customer called regading the test strips port allegedly being damaged. Customer did not report any symptoms. The customer contacted medical professional for advice. There was no evidence of an adverse event, based on the info provided. The meter was replaced due to an unresolved issue.